Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that during a dentist appointment they felt ¿strange¿. The patient reported being near magnets during the appointment. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further report through follow-up with the clinic that there was no issue with the patient¿s ICD.